Event description:
As reported, this 60 year old, 107 kg., male patient had a left tha on (B)(6) 2020. The patient was revised due to poly wear. There is no reported breakage of the device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending product evaluation. Concomitant medical products: 02-020-11-0230 truliant ps cem fem ps cem left sz 3 6086134, 02-022-45-3020 truliant tib fit tray cem sz 3f / 2t 6219482, 200-02-35 three peg patella 35mm 6187931.

Manufacturer narrative:
New information received 2/3/2023: as per legal notification, the patient had an initial left tka on 3/12/2020. Imaging studies revealed ¿synovitis¿ to which is consistent with ¿reaction to polyethylene polymeric debris.¿ due to worsening pain, instability, and a ¿persistent pain and swelling,¿ the patient underwent left knee replacement revision surgery on (B)(6) 2022. During the revision surgery, the patient's orthopedic surgeon identified ¿moderate synovitis with pseudomembrane formation¿related to polyethylene wear¿ and noted ¿wear of the polyethylene insert on the medial aspect as well as on the post of the knee.¿ upon information and belief, the loose components and significant synovitis were due to premature polyethylene wear of the tibial insert.

Manufacturer narrative:
H3: the revision reported was likely the result of third body wear, patient related conditions, or a combination of these possibilities. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. However, this cannot be confirmed as the device was not returned for evaluation.